Event description:
Marking for measurements of screw are coming off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The concluded investigation confirmed that the white scale of the measuring marking indeed separates partially. Information on the lot number was not received, the lots involved is undetermined. The lot number is unknown therefore a review of the device history record could not be completed. This complaint is deemed valid, a CAPA determination request has been initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)